Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ventilator alarmed. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. Ventilation was not interrupted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was returned to covidien/medtronic¿s failure analysis. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated.

Event description:
It was reported that, during patient use, the ht70 ventilator suddenly the "check the circuit" alarm was generated. No problem was found on the circuit and the device but the alarm couldn't be cancelled. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. Ventilation was not interrupted.

Manufacturer narrative:
Lot#: remove, n15720716747. If information is provided in the future, a supplemental report will be issued.